Manufacturer narrative:
A facility reported that an employee was exposed to minncare hd disinfectant underneath their eye after the container slipped and solution bounced up towards their face. It was reported that the affected personnel rinsed her eye in the facility's eye wash station for the full recommended time and did not experience lasting symptoms nor seek additional medical attention. The safety data sheet was obtained by the facility for treatment instructions. The affected personnel was reported to be wearing full ppe, including protective eyewear. This complaint will continue to be monitored in medivators complaint system.

Event description:
A facility reported an employee experienced chemical exposure of minncare hd underneath their eye. It was reported that the employee rinsed their eye for the full recommended time and sds was obtained by the facility.